Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the audio buzzer. The device not audibly alarming during an alarm condition that is being reported being was noted during verification testing; therefore, user facility event codes are not applicable in this case.